Event description:
It was reported that the user, recently started on systemic steroids after a procedure and having resumed ilet use, experienced sustained hyperglycemia with increased insulin usage and requested guidance on taking an injection while remaining on the pump. Symptoms included high blood glucose. Outcomes included user concern and the need for troubleshooting and education regarding hyperglycemia management. Investigation included complaint intake, technical review of reported use, and user education on safe practices when considering off-pump injections. Investigation of this case revealed that the cause of hyperglycemia was unclear in the setting of concurrent steroid therapy. It was concluded that no device malfunction was identified and that hyperglycemia was likely related to physiological factors, with instructions to consult the healthcare provider for clinical management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.